Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical interventions were reported.

Manufacturer narrative:
It was discovered that the upper bearing was seized in the spindle housing and the upper rotor was damaged, and corroded and worn components were found throughout the device. Corrosion and worn components are is probable causes of overheating.